Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. Blood glucose level at the time of the incident was unknown. Customer stated he gets errors when he tries to rewind insulin pump. Customer was advised to disconnect from the pump and found a no motor movement or negligible movement error alarm as well as the drive count values or changes incorrect for moving or coasting error alarm. The customer declined setting up immediate insulin pump replacement.